Event description:
The graft was placed as an axillo-femoral bypass. Approximately 1 month postoperatively, the patient presented with a baseball size hematoma in the shoulder region. Exploratoration of the area reportedly revealed a tear in the graft approximately 0.5 cm distal to the proximal anastomosis. The patient lost approximately 1,500 ml of blood. The torn graft end was trimmed and a small interposition was placed.